Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a no delivery alarm during manual prime. Customer's blood glucose was 400 mg/dl. Customer verified that the insulin exited the tubing during troubleshooting. Customer reported insulin squirting out of the p-cap and was advised to get new tubing and a dry reservoir. Customer used a second set and stated that the pump did not alarm no delivery. Customer was advised that the pump is working as designed. Customer stated that he also needs a belt clip replaced.